Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Reportedly the patient developed blurry vision with hyperopic surprise after lens implant. The surgeon had to explant the lens and replaced it with the same brand but different diopter lens. The physician indicated that the likely cause of the refractive error was "lens vault". The patient's current prognosis is "good visual acuity".

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. The optic has been torn or cut in half. One haptic arm is bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.